Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Balloon rupture is an inherent risk of using this product. Due to the nature of the device and the procedures it is being used for, the reported issue is a known complication of using the product. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. The instructions for use (IFU) include the following warning regarding possible complications: in common with other catheterization procedures, complications may occur. These may include but are not limited to: infection, local hematomas, intimal disruption, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formation, balloon rupture or tip separation with fragmentation and distal embolization. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue, CAPA 2026-007 was created to document and investigate the failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
During an embolectomy procedure, the balloon catheter ruptured while removing a clot. The device was inspected prior to use and functioned as intended, with no leakage and inflation within the recommended volume. The catheter was used in a stenotic vessel; resistance during clot removal and thrombus characteristics were unknown. The device was removed intact with no fragments retained. The procedure was completed successfully using a replacement catheter. No abnormal storage conditions were identified, and no patient injury or adverse health effects were reported.